Event description:
During the patient was in the or, nurse change humidification circuits to the hamilton ventilator. All the preop check tests passed normally and sterile water was connected to the humidifier chamber. After the patient was connected to the ventilator, circuits were filled with water and the hamilton alerted "high water high," "peep not recognized." The patient had to be taken for manual ventilation and the humidifier chamber emptied. They tried to connect circuits again, but the humidifier chamber immediately filled again with water and the breathing circuits splashed with water. They change completely new circuits and after this the situation normalised. The patient was under manual ventilation for some time. Water did not reach the patient's lungs. Contributing factors: calm conditions. The patient was in the operating room and at rest changed the humidification tubing. All connections were tight and the breathing hoses checked.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference fimea 2020-2029. It was stated by complainant as follows: "during the patient was in the or, nurse change humidification circuits to the hamilton ventilator. All the preop check tests passed normally and sterile water was connected to the humidifier chamber. After the patient was connected to the ventilator, circuits were filled with water and the hamilton alerted "high water high," "peep not recognized." The patient had to be taken for manual ventilation and the humidifier chamber emptied. They tried to connect circuits again, but the humidifier chamber immediately filled again with water and the breathing circuits splashed with water. They change completely new circuits and after this the situation normalised. The patient was under manual ventilation for some time. Water did not reach the patient's lungs. Contributing factors: calm conditions. The patient was in the operating room and at rest changed the humidification tubing. All connections were tight and the breathing hoses checked". The issue is deemed as a reportable event due to the water autofeed mechanism defect led to an overfilled water chamber. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference fimea (B)(4). It was stated by complainant as follows: "during the patient was in the operating room, nurse change humidification circuits to the hamilton ventilator. All the preop check tests passed normally and sterile water was connected to the humidifier chamber. After the patient was connected to the ventilator, circuits were filled with water and the hamilton alerted "high water high," "peep not recognized." The patient had to be taken for manual ventilation and the humidifier chamber emptied. They tried to connect circuits again, but the humidifier chamber immediately filled again with water and the breathing circuits splashed with water. They change completely new circuits and after this the situation normalised. The patient was under manual ventilation for some time. Water did not reach the patient's lungs. Contributing factors: calm conditions. The patient was in the operating room and at rest changed the humidification tubing. All connections were tight and the breathing hoses checked". The issue is deemed as a reportable event due to the water autofeed mechanism defect led to an overfilled water chamber. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur.

Event description:
During the patient was in the operating room, nurse change humidification circuits to the hamilton ventilator. All the preop check tests passed normally and sterile water was connected to the humidifier chamber. After the patient was connected to the ventilator, circuits were filled with water and the hamilton alerted "high water high," "peep not recognized." The patient had to be taken for manual ventilation and the humidifier chamber emptied. They tried to connect circuits again, but the humidifier chamber immediately filled again with water and the breathing circuits splashed with water. They change completely new circuits and after this the situation normalised. The patient was under manual ventilation for some time. Water did not reach the patient's lungs. Contributing factors: calm conditions. The patient was in the operating room and at rest changed the humidification tubing. All connections were tight and the breathing hoses checked.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the humidifier was in use on a patient. The root cause was determined to be a defective floater in the humidifier water chamber. The issue was resolved by replacing the breathing circuit set and water chamber. There was no patient or user harm.

Event description:
During the patient was in the or, nurse change humidification circuits to the hamilton ventilator. All the preop check tests passed normally and sterile water was connected to the humidifier chamber. After the patient was connected to the ventilator, circuits were filled with water and the hamilton alerted "high water high, peep not recognized." The patient had to be taken for manual ventilation and the humidifier chamber emptied. They tried to connect circuits again, but the humidifier chamber immediately filled again with water and the breathing circuits splashed with water. They change completely new circuits and after this the situation normalised. The patient was under manual ventilation for some time. Water did not reach the patient's lungs. Contributing factors: calm conditions. The patient was in the operating room and at rest changed the humidification tubing. All connections were tight and the breathing hoses checked.